Manufacturer narrative:
Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used with a 7 fr sheath for an abdominal femoral runoff procedure. The common femoral vessel was accessed and was not heavily calcified. There was no difficulty inserting the sheath. The 8 fr vip angio-seal anchor would not deploy during closure. It felt hung up and would not exit the sheath. The doctor removed the 8 fr angio-seal device and cut into the device to ensure the anchor was still connected and not in the patient. The anchor was still connected to the suture. The patient was in stable condition. The procedure was unable to close with the angio-seal. There was no patient injury, medical/surgical intervention required. Additional information was received on 13 may 2020: a pre deployment angiogram was performed. Hemostasis was confirmed through manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly in the fully deployed state. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be properly mated with the hemostasis sheath. The deployment sleeve of the carrier tube was found in full rear lock position with color bands fully exposed. The dried collagen and anchor were found attached to the suture and the blue tamper tube was completely released from the carrier tube. No other visual anomalies were noted. Functional testing was not possible because the user tampered the device to check the presence of anchor. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was cut to verify the anchor and collagen within the sheath and deployed all bio-absorbable components outside the patient. The likely root causes for this issue may include the device sleeve not being positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.